Event description:
Zoll, r series defibrillator, while being used during open heart procedure, shut off when electrosurgery unit was keyed. Unit resumed working when turned off and back on again. No harm to pt. Since the incident, zoll has provided a software upgrade which is designed to improve protection of r-series from rf produced by electrosurgery.